Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that their insulin pump had insulin pump error alarm. Customer stated the insulin pump was not exposed to a high magnetic field. Customer was able to clear the alarm and able to complete rewind the insulin pump. Customer performed displacement test and self test, they passed displacement test but failed self test they found hardware low level failure alarm. Customer repeated the self test but same error alarm occurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.